Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs), (B)(4) alleging that her onetouch ultramini meter displayed inaccurately high results compared to a laboratory device. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the issue first began sometime in (B)(6) 2019, she was unable to give a specific date or time. She reported obtaining an alleged inaccurately high blood glucose result of ¿178 mg/dl¿ on the subject meter. The patient was comparing the result to a calibrated laboratory device result of ¿104 mg/dl¿. The tests were performed between 10 and 30 minutes apart. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient stated that she manages her diabetes with oral medication, diet and exercise, and that she made no changes to her normal diabetes management in response to the alleged issue. The patient reported that prior to the alleged issue (date/time unknown), she had developed symptoms of ¿sweating and shakiness¿. The patient stated that on (B)(6) 2019 she attended doctor¿s office and her metformin was increased from ¿425 to 850 mg¿, due to the readings she had been obtaining. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury adverse event. The patient¿s symptoms were prior to the alleged product issue. However, this complaint is being reported as a malfunction because the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy.